Manufacturer narrative:
Investigation summary: the customer reported that the tubing is not connected all the way and there is a slight hole causing the bag to leak. There was no patient harm reported. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trend analysis did not identify a trend within the reported lot, nor for the reported failure mode. The reported device was not returned for evaluation, however, photographs were provided by the customer. Visual inspection of the photographs confirmed the device was leaking. The root cause is determined to be manufacturing/process related. A corrective action was initiated to replace the rf sealing machine. No further action is required at this time. This device issue will continue to be monitored and trended.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tubing is not connected all the way and there is a slight hole causing the bag to leak. There was no patient harm reported.